Event description:
The manufacturer received an allegation that after the use of a cough assist on a patient, they were returned on the trilogy evo. The alarm on the device went off and upon checking the screen it had switched from the usual waveform display of a screen showing only numbers and text and possibly being in standby mode. When the 100% o2 button was pressed, ventilation restarted. The physician stated that the patient's spo2 dropped to under 30% but recovered with the resumption of ventilation and there are no aftereffects reported. No medical intervention was required. The sales rep confirmed that a "circuit disconnect" alarm had sounded at the time of the alleged incident. However, the measured values were missing the whole time of the incident and there were no event logs during this period. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: the manufacturer recieved an allegation that after the use of a cough assist on a patient, they were returned on the trilogy evo. The alarm on the device went off, and upon checking the screen, it had switched from the usual waveform display to a screen showing only numbers and text and possibly being in standby mode. When the 100% o2 button was pressed, ventilation restarted. The physician stated that the patient's spo2 dropped to under 30% but recovered with the resumption of ventilation, and there are no aftereffects reported. No medical intervention was required. The device was recieved and evaluated by the manufacturer, and the event log was reviewed, it was confirmed that the waveform data was interrupted because the device was in standby mode at the time of the issue. A functional test was performed, and all test items passed successfully. A final internal inspection of the device was performed, and no failures were confirmed. Based on the above, no failures were confirmed with the device itself, and the reported issue is considered to be related to the method of use.